Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07xlv, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the patient had their device implanted yesterday, had pain in their vagina and their hcp (health care professional) gave them some pain meds. It was noted that the device was worked well yesterday, but during the night the patient noticed some return of symptoms. It was suggested that the patient keep a diary and talk with their hcp about reprogramming. It was reported that the patient noticed a change in the intensity of the leads and when they first got up they could not feel the stimulation. The patient could now feel the stimulation and thought that it was positioning or different things they did with their legs. It was noted that the pain was in the patient's vagina where they could feel the electrodes. Additional information received reported that the health care provider (hcp) noted cause of event as unknown and patient outcome as no injury. Additional information received reported that the patient had a loss of therapeutic effect. For the most part the patient was having more dryness during the day but was experiencing a loss of therapeutic effect at night and at times during the day. It was reported that the patient slept with their legs elevated. The patient had an increase in incontinence and soaked their pads and clothes. It was reported that the patient had some new symptoms of their bladder completely emptying after they experienced a little bit of incontinence. It was noted that the symptoms occurred in the last couple of months. It was noted that the patient had experienced 5 falls in (B)(6) due to muscle problems in their legs and that their left leg was shorted than their right leg. After the falls the patient had a CT scan and followed up with physical therapy. It was reported that the patient changed from program 1 at 3.5v to program 3 at 3.9v. The patient felt the stimulation sensation near their sacral nerve and at the implantable neurostimulator (ins) site but noted that they felt it more in their pelvic floor/vaginal area. It was reported that the patient was redirected to their hcp. The patient last saw their hcp in (B)(6) but could not recall if it was before or after their falls so they didn't know it they had told their hcp about them or not. The patient was not able to get the stimulation to turn back on again. It was reported that the patient the battery and a question mark on their programmer screen and it was clarified that this was the poor communication screen. After the patient repositioned the antenna they were able to increase stimulation. Additional information received reported that the patient had problems with urgency when they woke up and occasionally during the day. When the patient emptied they emptied completely and they basically stayed dry during the day. It was reported that the patient had increased the stimulation to 5v and it was bordering on the level of discomfort. It was noted that the patient had never been advised to change programs.